Event description:
A consumer reports that four months following bilateral intraocular lens (iol) implant surgery, her eye became red, itchy and watery. She instills eye drops which give slight relief. She now has to read large print or use magnifying glasses to read. She feels she may be allergic to the lenses. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.this report was mailed to FDA on 05/23/2008.